Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked after being loaded onto the pump. Reportedly, the issue occurred with multiple cartridges and cartridge changes were performed resolving the issue. Blood glucose level was not impacted.